Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible. Based on the information received, the cause of the reported patient burn could not be conclusively determined. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location.¿

Event description:
During a radiofrequency ablation procedure, a patient burn occurred. The neurotherm rf grounding pad was applied to the patient's thigh, which was hairy, and no skin preparation was performed. During the procedure, the patient complained of pain at the grounding pad site and the procedure was stopped. The grounding pad was removed and three blisters were noted on the skin. The grounding pad was then placed on the opposite leg to complete the procedure. The patient was treated with a net dressing and a three day course of antibiotics. The grounding pad was discarded.